Event description:
It was reported the physician observed a communication error with the vns programming system while with a patient. A company representative was present and able to perform some troubleshooting. The company representative changed the 9v battery in the programming wand, checked connections between the programming wand and tablet, and tried various positions over the patient's vns generator, but the issue did not resolve. The company representative was able to hold the serial cable tightly in place at the tablet location and the programming system worked once, but she was unable to recreate that action again. The company representative was able to use her personal vns programming system and the patient was not affected. A new programming wand and serial cable were requested. The physician received the new programming wand and serial cable. The complaint serial cable was received and product analysis is expected, but has not been completed to date. No additional relevant information has been received to date.

Event description:
Product analysis was performed on the returned usb to db9 cable and no anomalies associated with the serial data cable performance were noted during testing. The serial data cable performed according to functional specifications.